Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the univation x gap was stuck in the 2-in-1 cutting block and the physician had a difficult time removing it from the device.